Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok¿ disposable syringe stopper separated from the plunger. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when the piston is pulled, it disconnects from the body of the syringe. The problem occurs with different batch numbers. There are risks of radio contamination.

Event description:
It was reported that bd luer-lok¿ disposable syringe stopper separated from the plunger. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when the piston is pulled, it disconnects from the body of the syringe. The problem occurs with different batch numbers. There are risks of radio contamination.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.